Event description:
Pt was admitted for percutaneous transluminal coronary angioplasty with rotablator of "d1". During this procedure the pt had complications, which included perforation, cardiac tamponade and dropping blood pressure. After pericardialcentesis in cardiovascular lab pt was then transported to or for emergent coronary artery bypass times 2.